Event description:
Patient reported "implant has a rip leading to implant rupture". Patient additionally reported "feels constantly nauseous and constantly crying"; these events are unrelated to the device. Healthcare professional reported enlarged lymph node approximately 1 cm away from the implant. The device was explanted and replaced with a non-allergan device. Left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Photo evaluation: visual analysis of the photographs identified: ¿ red particle material on the shell. ¿ opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant has a rip leading to implant rupture," patient feels "constantly nauseous" and is "constantly crying." The device remains implanted. The represents the left side. The events of "constantly nauseous" and "constantly crying" are not related to the breast implant.